Event description:
It was reported that pre-op, the controller eclipse failed self test indicating output failure and there was no stimulation response. Procedure was a delayed by thirty minutes. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that the unit came with a daq calibration failure and a stimulator failure due to broken connector pcba with a dented external trigger output. Also there was a loose power supply due to incorrect screws. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.